Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer was advised to leave the battery out of the device for 30 to 60 minutes. The insulin pump was not replaced or returned for analysis.